Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. After the on-site inspection, the fse determined that the cause of the abnormal sound was the damage of the diaphragm of the pump head. So, in order to fix the issue, the fse replaced the drive manifold (0104-00-0018). After the replacement, the test data and functions were normal, and was then able to be used normally.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after start up, the cs100 intra-aortic balloon pump (iabp) unit was making an abnormal sound. There was no patient involvement.